Manufacturer narrative:
H10: the device was received for evaluation with a cap attached to the female connector. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak, clear passage, clamp function, and integrity of seal surface testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set leaked. It was further reported that the titanium adapter and catheter adapter of the transfer set was connected tightly but a leak was still observed. This occurred during use of the devices for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.